Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit indicated by the serial number provided by the customer. The dhrs showed the libre sensor and sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving inaccurate readings with the use of the adc freestyle libre sensor scan versus readings obtained on a competitor brand meter. Customer reported experiencing symptoms of tiredness and subsequently loss consciousness. Customer had contact with an hcp and was diagnosed with hypoglycemia and treated with d50 (sugar water) by the hcp. There was no report of death or permanent injury associated with this event.